Event description:
Customer reported the observation of dripping of the probe above the reagent bottles. Reagents were contaminated. No error codes were posted.

Manufacturer narrative:
Ocd field engineer removed, cleaned, and adjusted the pressure regulator valve. Instrument has been returned to expected operation.(B)(4).